Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range. Analyst commented, right ventricular (rv) pacing lead impedance consistently declined from 589 ohm on (B)(6) 2016 to 247 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that patient complained of pain and consulted with healthcare professional regarding device alarm. Evaluation revealed right ventricular (rv) lead had perforated the myocardium and low impedance exhibited. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.